Manufacturer narrative:
Unit received with a failed battery test alarm due to a corroded battery tube. Unable to perform a displacement test due to a failed battery test alarm. Unit had broken belt clip slot, stained end cap sticker, broken battery tube threads, cracked reservoir tube lip, minor scratched lcd window, and cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump had a crack in the battery compartment's threads. The customer glued the broke parts. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.